Event description:
Telemetry readings for all units in the hosp fading in and out. MFR attributed problem to new t.v. Channel (14) coming on line causing noise floor to run between 85-90 decibels. Noise levels dropped after installation of notch filters.